Event description:
It was reported that revision surgery was performed due to femoral fracture. The devices originally implanted were a femoral head (color coded red) and acetabular cup (color coded grey).

Manufacturer narrative:
Based on the catalog numbers reportedly involved, this patient was originally implanted with mis-matched femoral head (label colour coded red) and acetabular component (label colour coded grey). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices may have contributed to the need for revision surgery.